Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging in the 300's (mg/dl) to 458 mg/dl. Reportedly, to address the bg level, the customer would change the infusion site and administer manual injections. System check was performed with tandem technical support and showed that the pump was performing as intended. Customer was referred to health care provider for possible factors that may affect bg levels.